Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a changeout procedure it was noticed the replacement implantable pulse generator (ipg) had a setscrew issue. The device was not used and a different ipg was utilized without incident. No patient complications have been reported as a result of this event.